Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended; however, the device remains in service. Additional information was provided. The health care professional (hcp) observed the shock impedance measurement is variable and reaching values of 150 ohms at times. Technical services (ts) reviewed the device data and discussed the shock impedance is widely spread in a range between 65 and 150 ohms. Ts recommended performing troubleshooting in order to produce noise or impedance spikes while the patient performs isometrics. The events and presenting electrograms (egms) were reviewed and there are no signs of noise, however, an integrity issue on the right ventricular (rv) lead is suspected. It was advised that if the troubleshooting does not point towards an integrity issue the recommendation is to continue close monitoring and perform integrity testing each time the patient is seen in-clinic. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, the device remains in service. Additional information was provided. The health care professional (hcp) observed the shock impedance measurement is variable and reaching values of 150 ohms at times. Technical services (ts) reviewed the device data and discussed the shock impedance is widely spread in a range between 65 and 150 ohms. Ts recommended performing troubleshooting in order to produce noise or impedance spikes while the patient performs isometrics. The events and presenting electrograms (egms) were reviewed and there are no signs of noise, however, an integrity issue on the right ventricular (rv) lead is suspected. It was advised that if the troubleshooting does not point towards an integrity issue the recommendation is to continue close monitoring and perform integrity testing each time the patient is seen in-clinic. The device was subsequently explanted and returned. No additional adverse patient effects were reported.